Event description:
It was reported, "patient burn - pad lifted & patient was quite wet at the end of the procedure. Treatment info trying to be determined. ." It was also reported that it was unknown if the patient injury was medically treated.

Manufacturer narrative:
The padpro mfe, multi-function electrode, is intended for use during defibrillation, cardioversion, pacing, and ECG monitoring applications. This product is a single use, disposable device. DHR / lhr, device history record / lot history record, review showed that the lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The device, padpro mfes, are not being returned to conmed corporation for evaluation. The specific failure mode and associated root cause cannot be conclusively determined without examination of the actual device; therefore, this complaint is considered inconclusive. If the device is returned in the future, this complaint may be reopened and further investigation performed, as deemed appropriate. There could be a multiple of possible causes for this failure mode. The patient was reported as "quite wet at the end of the procedure". It is unclear the source of this "wetness" , most probably diaphoresis. If the patient became wet during the procedure, especially at the mfe application site, this could be a factor in the resulting burn that was reported by the end-user facility. The complaint investigation has not identified nor confirmed any manufacturing defects associated with the reported device; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed. Device not returned by end-user.

Manufacturer narrative:
The end-user has discarded the device; therefore, the device will not be available for evaluation. The patient injury (burn) has been reported; however, clinical treatment regarding the patient injury is unknown. On completion of the quality engineering investigation of this reported incident, a supplemental report will be filed. Device not being returned by end-user.